Manufacturer narrative:
The physician thought that the cause of the bleeding might be the rubbing of the thorax wall by the back of the device's flex tip, it is only one of the possible causes and theories on what has happened. Furthermore the facility commented they would never be able to ascertain what really happened. Moreover, the user facility commented that the possible causes include the user facility not being completely used to use the flex tip for such an advanced procedure. The facility considers this case closed and for now will not use a flex tip until they gain sufficient experience in simpler procedures. There was no information about patient's primary disease. This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The subject device was used for thoraco-laparoscopic cardia-oesophageal resection. The intended procedure was completed with the device. During the procedure, the facility inserted the device to the patient's thorax, lifted the device and bent the tip to look over the tissue to be treated. After that, the bleeding occurred, and though it was not severe initially, became severe enough for the patient to die of hemorrhagic shock or hypoperfusion related complications. The bleeding site was located in an extension of the trocar and the device, but it was not where the treatment was directly administered to. Though the facility did not specifically indicate if the bleeding was from the artery or vein, based on the length of the bleeding, they thought a venous hemorrhage was most likely.